Event description:
Mitral valve implanted. Patient presented to occupational safety and health 3 weeks later with shortness of breath, found to be in hypoxic respiratory failure requiring intubation. Transferred to hospital where valve was found to have failed and needed to be replaced.